Manufacturer narrative:
Result: the neuron delivery catheter 070 was fractured approximately 105.0 cm from the hub. The neuron delivery catheter distal tip was still on the packaging mandrel. Conclusion: the complaint has been evaluated. The complaint indicates that the neuron delivery catheter 070 distal tip was found broken during removal from the packaging. Evaluation of the returned product confirmed a fracture in the distal tip of the catheter. This type of damage may be caused during removal of the device from the packaging if the distal tip it pinned against the packaging card and mandrel while the catheter is pulled from the packaging tube. During evaluation, the fractured distal shaft of the catheter was removed from the mandrel without issue. These devices are 100% visually inspected for damage during in-process inspection and packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter. During preparation, a neuron 6f 070 delivery catheter was found fractured at the distal tip upon removing it from the packaging. The case continued using another neuron 6f 070 delivery catheter. There was no adverse effect on the patient.